Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant had placed a impella 5.5 for the patient admitted in with cardiogenic shock and cardiomyopathy. The patient was having atrial fibrillation/ventricular tachycardia and being evaluated for advanced care. The pump was placed along with prior ECMO but, after 3 days there were "in aorta" alarms and there was pulsatility issues observed. The family decided to withdraw care the following day and the patient expired.

Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. The cause of the optical sensor issue was not determined since product/logs were not returned.